Event description:
It was reported by the customer that when using the bd pyxis¿ medstation¿ es auxiliary drawer 2.1 and 2.2 failed. The customer stated that this malfunction caused a delay in dispensing medication to patients. There were no adverse events or injuries reported based on this event.

Manufacturer narrative:
A review of the complaint history for sn (B)(6) was performed in salesforce which did not locate similar complaint(s) with the same failure mode for this serial number. A review of the device history record for sn (B)(6) was performed from the date of manufacture, 07-apr-2021 and confirmed that this device was not previously returned for servicing and there were no production failures which correlates to the customer reported issue. Upon investigation of the actual device used in this incident, it was determined that the auxiliary drawers 2.1 and 2.2 failed. A field service engineer (fse) identified that auxiliary drawers 2-1 and 2-2 were failing to display cubies. Running the hardware testing application (hta) confirmed that no cubies were detected. To resolve the issue, the fse removed and reseated the row board cables and pyxibus connections, then re-ran hta, successfully opening and popping up all cubies. The drawers are now showing cubies and are fully functional. The system functioned as intended after the field service engineer repaired the device.